Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: the line detached above the filter which allowed air into the line causing a steady stream of bubbles to come into the drip chamber, inhibiting the line to drip properly. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unopened sample was returned for evaluation in connection with this incident. Visual examination noted no detachments or any other defects. The set was functionally tested per specification for occlusion and leakage with passing results. In addition, the set was spiked and primed. No air in the line or bubbles were observed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.